Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose was 401 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer had tiny air bubbles in their tubing. It was also found the customer did not have a bent cannula after removing their infusion set. Customer will be sent a tubing to clamp to complete troubleshooting. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.